Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. It was reported the patient was hospitalized for the peritonitis event on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. On an unreported date during hospitalization, the patient was treated with pd therapy for a couple of days and with unspecified medications (further details not reported) for peritonitis. On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis therapy. The patient recovered from the event of peritonitis. No additional information is available.